Event description:
The following has been reported by customer: the customer reported that on (B)(6) 2026, at approximately 07:42 a.m., a 250 ml solution was set up with an infusion rate programmed at 125 ml/h (expected infusion time of 2 hours). However, the infusion was completed in approximately 50 minutes, which differed from the programmed time. According to the customer, no patient harm occurred. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.